Event description:
It was reported that during an implant attempt of a new implantable cardioverter defibrillator (ICD) that it was unable to capture the right ventricle (rv) at full output. It is noted that the lead impedance was within specification and the rv lead was able to capture utilizing the analyzer, and the lead was fully inserted into the device header. The device was explanted and it was recommended by technical services to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).